Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device strip showed a very long episode of asystole. A very flat baseline without a general wave to it was also shown. At the end of the asystole there appeared to be an up tick. It was questioned if the episode was real. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device strip showed a very long episode of asystole. A very flat baseline without a general wave to it was also shown. At the end of the asystole there appeared to be an up tick. It was questioned if the episode was real. It was later reported the device was removed. Follow up disclosed the patient requested the device be removed. No syncopal episodes or recordings were noted on the device strip. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Rab445399h the device was returned, analyced, and no anomalies were found.